Manufacturer narrative:
Manufacturer's investigation conclusion: the account submitted 2 images for review. The first image was a cta that showed the pump. This cta was unremarkable due to the large artifact around the pump. The second image was a photograph of the outflow graft surrounded by the bend relief severed near the outflow graft hardware. There is fixed tissue external to the outflow graft; however, not enough of the outflow graft is shown in this image to claim extrinsic outflow graft obstruction (eogo). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had right heart failure evidenced by echo and invasive hemodynamics, caused by outflow graft obstruction that led to heart transplant. He required centrimag right ventricular assist device (rvad) support while waiting for transpant. There was no evidence of device malfunction per the team.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low flow alarms. A specific cause for the reported obstruction and low flow events could not conclusively be determined through this evaluation. A cardiac computed topography angiogram (cta) was performed. The scans reportedly showed a partial contrast opacification with circumferential peripheral filling defects of the proximal outflow graft as well opacified to the level of the aorta. There was limited evaluation of the inflow cannula and pump secondary to the metallic artifact. A cta was eventually provided on (B)(6) 2021; however, due to the artifact, it was unable to confirm outflow graft obstruction. The submitted controller event log file captured 70 low flow hazard alarms along with transient low flow events throughout the course of the log file. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The device was explanted and not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists hemolysis and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr range. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. This section also outlines the associated treatment options. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Weight: patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented with low flows and palpable distal pulses. Cardiac computed tomography (CT) showed there was a partial contrast opacification with circumferential peripheral filing defects of the proximal outflow graft, concerning for thrombus. The minimal caliber of contrast opacification measured up to 0.3 cm. Distal to this region the outflow graft was well opacified to the level of the aorta. Limited evaluation of the inflow cannula and pump secondary to metallic artifact. The patient was put on heparin drip and an echocardiogram (echo) was scheduled. His pro b-type natriuretic peptide (probnp) level was elevated, but end organ function was intact with lactate dehydrogenase (ldh) of 522. The patient was listed for heart transplant status 2.